Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The defective part was not returned for investigation, despite request. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were provided. The returned gas module has been tested in a ventilator. It failed the pre-use check with flow transducer test. During ventilation, it alarmed for o2 concentration high. Further investigation on the printed circuit board (pcb) inside the gas module revealed that one capacitor was burned out. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. It was possible to reproduced the issue at the manufacturer site. The cause of the issue was confirmed to be a burned capacitor on a pcb inside the gas module.